Event description:
On (B)(6) 2012, the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch select meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The reporter reported the alleged issue began approximately 3 weeks ago prior to contacting lfs. The reporter reported blood glucose readings of "487 and 117 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the reporter claimed the patient is on insulin(type/dose unspecified). Despite the alleged issue, the reporter claimed the patient continued to administer his dose of insulin as usual. It was noted that the patient was not experiencing any diabetic symptoms. A week prior to contacting lfs, the reporter indicated the patient was hospitalized. According to the reporter, the patient was treated with insulin (type/dose unknown) and was tested by the ER/hospital meter (result unknown). At the time of troubleshooting, the cca noted the an approved sample site was used, the subject meter's unit of measure was set correctly, and the patient's process for testing was correct; however, the test strips used were expired. Replacement products were sent to the patient. Since the mss was not able to obtain additional information from the patient or the reporter, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to work properly. The test strips involved with this complaint have also been returned; however, pa testing is not required since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.